Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met less than 80% of expected longevity. Battery analysis concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.